Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on carefusion application log in screen. A technical support specialist (tss) checked the station and found it was logged in as carefusion admin. The auto-login setting was updated to carefusion application, and the station was rebooted. After the reboot, the station automatically logged in as carefusion application. The station was confirmed to be set up correctly for auto-login, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on carefusion application log in screen. There were no adverse events or injuries reported based on this event.